Manufacturer narrative:
The field engineering specialist found damaged parts on the reaction disk. He replaced the damaged parts on the reaction disk. He cleaned the vacuum line. He found a split vacuum pipe. He repaired the damaged vacuum pipe. Following the service visit, there have been no further issues. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable results from multiple tests from a cobas 6000 c (501) module. The initial reporter provided 1 discrepant result for chol2 cholesterol gen.2, 1 discrepant result for bilt3 bilirubin total gen.3, 1 discrepant result for hdlc3 hdl-cholesterol plus 3rd generation, 2 discrepant results for phos2 phosphate (inorganic) ver.2, and alb2 albumin gen.2. The customer did not clarify the total number of patients involved or if any of the results were from the same patient. The initial chol2 result was 0.25 mmol/l with a repeat result of 4.63 mmol/l. The initial bilt3 result was 0.5 mmol/l with a repeat result of 18.9 mmol/l. The initial hdlc3 result was 0.03 mmol/l with a repeat result of 1.61 mmol/l. The initial phos2 result was 0.02 mmol/l with a repeat result of 1.34 mmol/l. The initial phos2 result was 0.04 mmol/l with a repeat result of 1.92 mmol/l. The initial alb2 result was 1.7 mmol/l with a repeat result of 41.6 mmol/l. The initial alb2 result was 1.6 mmol/l with a repeat result of 4.35 mmol/l. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event. The chol2, bilt3, hdlc3, phos2, and alb2 reagent lot information was not provided.